Event description:
Background: the only fluids that run on syringe pumps are IV fluids and breast milk. There is a specific IV tubing used only for the infusion of breast milk (it has a red stripe through the tubing). Syringes from the pharmacy are labeled by pharmacy. Lime green stickers should be placed on the syringe pump indicating if the infusion is by mouth or IV. This patient had a nj, nasojejunal tube through which breast milk had been infusing. The patient was going to the operating room and could not receive anything by mouth but had low glucose levels. The patient did not have IV access and it was decided to infuse d10 via the syringe pump through the nj up until the patient arrived in the operating room. The d10 was drawn up from a sterile bottle. Regular syringe pump tubing was used instead of the red stripe tubing. The tubing was labled with rn initials, date, time and d10. There was no indication if it was a po or IV infusion. There was no green sticker in place on the pump. The patient was transferred to the operating room and it is unclear (as of yet) as to what happened in the or. When the patient arrived back on the unit status post surgery, there was a shift change and the newly assigned nurse noticed that there was d10 infusing peripherally. There was not an IV order for d10. When the rn checked the tubing the rnnoted the old label and stopped the peripheral infusion. This incident did not result in any harm to the patient. Follow-up reveals: anesthesia reconnected what was thought to be the peripheral d10 to the IV started in the operating room.